Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 444 mg/dl. Customer's other blood glucose values were 115 mg/dl, 400 mg/dl. The customer experienced symptoms such as very sick with cough, cold, tiredness. The customer treated high blood glucose with insulin pump. The customer was treated with intravenous fluids in hospital. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Based on customer report customer does not allege pump was under delivering. The insulin pump passed high pressure test. The device is not expected to be returned for analysis.